Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) defibrillation and rate/sense leads exhibited noise and oversensing. Noise on the shock channel was also observed. There was pacing inhibition resulting in asystole of greater than two seconds. The patient was pacemaker dependent at that time. Isometrics testing and pocket manipulation was performed in the clinic which did not reproduce the noise. A successful non-invasive programmed stimulation (nips) test was performed and the device sensitivity was reprogrammed. Additional information was requested from the field in which there has been no cause identified at this time for these issues. The patient will continue to be monitored. The device remains in service. No additional adverse patient effects were reported.